Event description:
I have been having increased allergic responses to my environment causing hives. When my menstrual cycle was about to start, I developed severe abdominal pain, back pain, loose stool, full body rash and fever.